Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® and it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 302-565 mg/dl. The ketone level was high (beginning of diabetic ketoacidosis) and the customer was vomiting. A bolus was delivered via the pump and insulin injections were administered. Ihe infusion set site was changed multiple times and a new vial of insulin was used. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous fluids and insulin. The bg lowered to 98 mg/dl; the dka was resolved. The next day while still in the hospital the customer resumed pump therapy and the bg level increased to 265 mg/dl and a bolus via the pump was delivered. The hospital switched the customer to insulin injections and the pump was to be used to deliver a bolus. The customer thought the pump was the cause of the high bg. The customer did not observe anything wrong with the pump; however, the customer was legally blind and cannot see the pump very well. A pump system check was performed and the time was found to be off by 10 minutes. The customer corrected the time and thought that the incorrect time was due to being initially set incorrectly, reportedly, the customer used the cartridge for 3 days with humalog. Tandem technical support informed the customer that humalog was labeled for 48 hours and the customer acknowledged the information. The customer was to be discharged on (B)(6) 2017. Although multiple attempts were made to confirm the discharge date, the customer did not reply to the requests.